Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the rotation knob melted. Upon visual inspection the tissue pad was noted to have normal wear. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. Upon mechanical testing, it was noted that the rotation knob did not rotate freely. The device was disassembled to inspect internal components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure the tissue pad was melted but not fallen off the clamp arm and the rotation knob could not work normally. Changed to another one to complete the procedure. No adverse event on the patient.